Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the gastrointestinal videoscope had damage to the ccd unit which caused a blurred image. There was no report on the subject device being used in procedure after the suggested event was reviewed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had damage to the ccd unit which caused a blurred image. There were no reports of patient involvement.